Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing and elevated thresholds. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The rv lead was capped and replaced and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.